Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported while using the night aligners that the fit of the top aligners is very poor, it angles aggressively toward their gums. The patient said that if they were to push the aligners all the way up onto their top teeth it would cause a deep laceration and potentially take off a chunk of my gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.